Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11d07079 and an exception was noted for a molding defect. There was no evidence to support any association to the reported problem. The affected product was 100% inspected and corrective actions were implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. The complaint was not confirmed and the cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment was not reported. The patient was recovering from the peritonitis. Dianeal therapies were ongoing. An opinion of causality was not reported.